Event description:
It was reported that stent damage occurred. The patient underwent percutaneous coronary intervention due to myocardial infarction. The stenosed, 15mmx3.6mm target lesion was located in the mildly calcified and mildly tortuous middle segment of the left anterior descending artery. The 3.50 x 16 synergy stent was selected for treatment. However, the stent was unable to advance and the tip of the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluation by MFR: the synergy ous mr 3.50mm x 16mm stent delivery system (sds) was returned for analysis. Examination of the stent identified no stent damage. The crimped stent outer diameter was measured using snap gauge and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. Device tracked without issues on a 0.014 test guidewire. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The patient underwent percutaneous coronary intervention due to myocardial infarction. The stenosed, 15mmx3.6mm target lesion was located in the mildly calcified and mildly tortuous middle segment of the left anterior descending artery.the 3.50 x 16 synergy stent was selected for treatment. However, the stent was unable to advance and the tip of the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.